Manufacturer narrative:
The attachments have not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, a follow-up report will be submitted once the quality investigation is complete. Note the sales rep advised that the account was told to replace these attachments months ago, and he also explained that during a procare visit in march, it was also found that the attachments needed to be replaced due to their condition.

Event description:
It was reported that during an impacted wisdom teeth extraction an attachment overheated and burned a patient. Another attachment was used in the same procedure, but the patient was then burned a second time. Bacitracin ointment was administered and there was a plastic surgery consult. The patient has had weekly/bi-weekly follow-up consultations with plastics. It is unknown at this time if there is any permanent damage or scarring.